Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The vessel sealer extend (vse) instrument was analyzed and had the conductor wire dislodged at the distal end at the base of the grip. A loop of the wire protrudes above the outer surface of the main tube, between the wire crimp and the silicone potting, which seals the wire entrance to the base of the grip. The instrument passed the electrical continuity test. Additional related observation: the instrument was found to have damaged conductor wire insulation. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause is attributed to component susceptibility to damage through external collisions or during use. A broken connector pin or retention issues can lead to a dislodged conductor wire. The probable root cause of the conductor wire damage is attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument wire broke. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information on 31-dec-2025: the instrument was inspected prior to use and no damage was found. There weren¿t any signs of thermal damage at site of breakage. There were no instrument collision and no fragments fell inside the patient¿s anatomy.